Event description:
Surgeon reported to our sales rep, that the s2 femoral nail broke inside the pt. The first surgery was done the (B)(6) 2011. According to the surgeon, he noticed a screw breakage on the (B)(6) 2011. Apparently the pt phoned the surgeon on the (B)(6) to inform him that he felt something "snap" in his thigh that morning. The nail is still in the pt and will possibly be removed on the (B)(6).

Manufacturer narrative:
Revision was performed on (B)(4) 2011. It is not known at this time if the device will be returned for investigation. If the device or additional info is received it will be reported on a supplemental report.